Event description:
It was reported that subsequent to the implant of a protegen sling, the pt suffered injuries and the device was removed. The device was not returned for evaluation.

Event description:
The pt reported she experienced holes in her vagina and urethra.